Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the peritonitis event for two months. Treatment for the event was not reported. It was reported that the patient passed away. The cause of death was reported as peritonitis. It was not reported if an autopsy was performed. It was reported pd therapy was ongoing prior to death; however, it was not reported if pd therapy was ongoing at the time of death. No additional information is available.